Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter at 3:08pm. The consumer immediately performed another test using the same meter and strips getting a result of 586 mg/dl at 3:10pm. The consumer administered an unk amount of insulin based on the "hi" and 586 mg/dl readings. At 4:30pm the consumer tested herself again getting a result of 228 mg/dl. Approx 6:00pm the consumer experienced a hypoglycemic event which did require medical intervention from the ER. When the hosp tested this consumer using an unk blood glucose meter they had a result of 53 mg/dl. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.